Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the pump has reset unexpected twice and history was observed to be missing. Customer reported blood glucose (bg) level was impacted but no specific value was provided. A correction bolus was administered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.